Manufacturer narrative:
Additional information was received that the patient had an additional suture to aid in closing the wound. No further course of action will be taken at this time.

Event description:
A report was received that the patients pocket incision partially opened up.

Event description:
A report was received that the patients pocket incision partially opened up.